Event description:
It was reported that white, foreign residue was found in 10 bd plastipak¿ luer-lok¿ syringes. The following information was provided by the initial reporter: "white residue in some of the syringes. The residue does not dissolve with solutions inside residue in syringes which doesn't dissolve. Customer concerned that syringe sterility has been compromised or that it appears the drug has precipitated in the syringe"

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 25-nov-2022. H6: investigation summary: multiple samples were provided to our quality team for investigation. Through visual inspection, polypropylene particles were observed within the fluid path on two of the samples. In the other two samples, a small white dot within the barrel was observed. This is not a foreign matter but a lack of compaction in the barrel that produced an empty space embedded within the syringe barrel. A device history review was performed for the reported lot 2108068, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer used to remove any polypropylene particles inside the barrel. Manufacturing equipment is protected to avoid particles from generating during movement of the pieces within the machines. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, the polypropylene particles likely generated during the movement of the product within the manufacturing equipment. In relation to the dot within the barrel, this is typically caused during the molding process as a result of the mold not filling completely with polypropylene, creating the empty space as observed in two of the samples. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that white, foreign residue was found in 10 bd plastipak¿ luer-lok¿ syringes. The following information was provided by the initial reporter: "white residue in some of the syringes. The residue does not dissolve with solutions inside residue in syringes which doesn't dissolve. Customer concerned that syringe sterility has been compromised or that it appears the drug has precipitated in the syringe."